Event description:
Report 1 of 2 it was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) customer sample tested with bcid identified with candida tropicalis. However no yeast but gpc or gnb. The following information was provided by the initial reporter: customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lots 3109873 and 3102665 - bactec lytic/10 anaer/f - and the biofire platform. 2 vials tested with bcid identified with candida tropicalis 1. What result did the customer obtain from the bd product? ID of candida tropicalis with use of biofire 2. What result was the customer expecting to obtain (if different from the obtained result) no yeast but gpc or gnb.

Manufacturer narrative:
H3. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Event description:
Report 1 of 2. It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) customer sample tested with bcid identified with candida tropicalis. However no yeast but gpc or gnb. The following information was provided by the initial reporter: customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021 lots 3109873 and 3102665 - bactec lytic/10 anaer/f - and the biofire platform. 2 vials tested with bcid identified with candida tropicalis. 1. What result did the customer obtain from the bd product? ID of candida tropicalis with use of biofire. 2. What result was the customer expecting to obtain (if different from the obtained result) no yeast but gpc or gnb.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.